Event description:
On october 4, 2010, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultraeasy meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2010 at 7:28pm, he obtained an alleged inaccurate high blood glucose reading of "217 mg/dl" with the subject meter. In response to the result, the patient claimed he took 3 additional units of novorapid insulin (total of 11 units). Approximately 2 hours later, the patient stated he developed symptoms of "hypoglycemia." The patient reported that he tested his blood glucose at the onset of symptoms and obtained a result of "41 mg/dl." The patient claimed he then treated himself with food and drink and felt better afterwards. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting. The patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The 510(k) # is k061118.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.